Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported, a plunger went over the lens and lens was damaged. The lens was therefore not possible to be implanted. Additional information has been requested.

Event description:
Additional information was requested and received which stated all lenses were damaged before implanting on the patient, there was no patient contact with the device.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction caused by our company's product. The manufacturer internal reference number is: (B)(4).